Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 9am. It was reported the patient obtained blood glucose results of "44 mg/dl" with the subject meter and "170 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin through pump therapy. It is not known if the patient made changes to his usual diabetes management routine. After the start of the alleged issue, the reporter claims the patient felt symptoms of nausea and disorientation. The same morning as the alleged issue, the patient reportedly visited his physician's office and was administered insulin (30 units and 32 units) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the patient regarding proper test strip storage and expiration. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.